Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during the implant attempt, the ventricular lead had high impedance and poor sensing which did not improve with repositioning. The atrial lead was implanted but would not maintain position as soon as the guidewire was removed the lead would "flip out of position". The leads were removed and other leads were implanted. No patient complications have been reported as a result of this event.